Manufacturer narrative:
Device evaluation: the tubing pack was not returned for evaluation as it was discarded. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for the tubing pack showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a normal prime and tune the operation started. During the lens removing process (quadrant) the irrigation was diminishing and suddenly there was a complication. A tear in the capsule of the lens. Therefore a 3 piece iol (intra ocular lens) had to be implanted. No additional information was provided.